Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via a clinical study. The patient's device was interrogated on (B)(6) 2013 and showed a pump motor stall with recovery. The patient's pump motor stalled with recovery secondary to MRI. The event outcome was resolved without sequelae as of (B)(6) 2013. It was noted the patient did not use baclofen or morphine sulfate in the infusion pump. The patient's concomitant medications included hydromorphone, tizanidine, and hydrocodone - acetaminophen.

Manufacturer narrative:
Concomitant product(s): product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (100 mcg/ml at 14.98 mcg/day) and compounded baclofen (400mcg/ml at 59.92 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported a pump motor stall with recovery occurred. The patient experienced no symptoms. The severity of the event was noted as mild. The motor stall occurred on (B)(6) 2013, 11:02 and recovered on (B)(6) 2013, 14:15. The cause of the motor stall was unknown. If additional information is received, a follow-up report will be sent.